Event description:
A report was received that a pt was explanted due to infection at the pocket site. There was some fluid in the pocket but no pus. The physician flushed the pocket site with antibiotics and prescribed the pt antibiotics. The pt is reportedly doing well after the procedure.